Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged cosmetic damage crack on an unspecified location found on (B)(6) 2021. Insulin pump passed the displacement test and p-cap locks properly into reservoir, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked retainer, cracked case battery tube, cracked case on corner of belt clip rails, battery tube threads cracked, serial label damage, stained keypad overlay and minor scratches on lcd window. In summary, customers alleged cosmetic damage was confirmed by visual inspection where a crack was noted on the battery tube./threads. Additionally, retainer ring damage noted. Pump tested ok. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.